Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. After a 6fr guide catheter was advanced, a 6.0mmx18mmx150cm express® sd renal/biliary stent was advanced for treatment. However, during introduction, the stent came off the balloon at the hub of the guide catheter. The device never entered the patient's body and was then removed from the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent system without the stent. The balloon was loosely folded. The stent was not returned for analysis. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported stent dislodged outside the patient. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. After a 6fr guide catheter was advanced, a 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, during introduction, the stent came off the balloon at the hub of the guide catheter. The device never entered the patient's body and was then removed from the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.